Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supply coordinator. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a physician attempted to deploy three angio-seal devices into the same patient. The physician noted that the dilator was bent in the packaging of all three devices. As a result, the closure procedure was aborted, and manual pressure was applied. The physician has requested that angio-seal devices from this lot be removed from the hospital. There was no patient injury, no requirement for medical or surgical intervention, and no blood loss. A 6fr procedure sheath was used. Additional information was received on 19 feb 2025: only two of the three devices were attempted to be inserted. The third device was visually inspected and discarded. Additional information was received on 25 feb 2025: the physician noted the bent dilator on the first device and replaced it with the second device, which also had a bent dilator. The third device was checked and disposed of due to a bent dilator. Manual pressure was then used for hemostasis. The patient remained stable with no injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'dilator was bent'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).